Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer sometimes was not seeing drops of insulin exit the end of the tubing during filling. During troubleshooting with tandem technical support, the customer was able to go through the load sequence and customer reported no issues with the load. The contact reported that the customer's blood glucose was near 210 mg/dl.